Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed, a f/u report will be sent to the FDA

Event description:
This report is being filed upon notification from our x-ray MFR in (B) (4) to submit this event that happened in (B) (6). Problem: pt was having a surgical procedure in conjunction with this x-ray system. During the procedure, deep brain stimulation, an implantable impulse generator was inserted into the head of the pt. After the generator's insertion, the customer tried to check its position, but suddenly the x-ray system was not operational and was displaying an error code. A reboot was not successful in bringing the x-ray system back on line.